Event description:
This report is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device. Interaction between expiratory and inspiratory pressure.

Manufacturer narrative:
Components received and under evaluation. Results will be provided once completed.